Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that the insulin pump had a blank display, which was not resolved by a battery change. The customer's blood glucose was 188 mg/dl. The customer stated that he may have bumped the insulin pump leading up to the issue. He noted that it had been raining earlier, so the device may have been exposed to rain water as well. He did not observe any damage or corrosion to the battery cap, battery compartment, or spring. Upon troubleshooting and insertion of a new battery, the display did not return. The display did not return after the customer cleaned the battery cap contacts either. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.